Event description:
--

Event description:
--

Manufacturer narrative:
Subsequent information indicated that a lead revision procedure was performed. The lead was explanted and replaced with another lv lead. A request for the return of the lead was made. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, all information indicates that this lead remains in service. No additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicates that the lead was destroyed during explant. The lead was then thrown away by surgical staff. At this time, our investigation is complete.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high, out of range pacing impedances. The out of range measurement was occurring when the lead was programmed ring to coil. The lead was tested in tip to coil. In this configuration, all numbers were normal and pacing and sensing were good. No adverse patient effects were reported. Subsequent information indicates that out of range pacing impedance measurements were being seen in all pacing configurations. Capture of the myocardium was not able to be obtained in any pacing configuration. The following physician was to determine an action plan for the patient. No adverse patient effects were reported.